Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd luer-lok¿ syringe with needle there was an issue with broken product. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd luer-lok syringe with needle there was an issue with broken product. There was no report of injury or medical intervention.

Manufacturer narrative:
One photo was received and evaluated. The photo a portion of a 3ml ll syringe with an unshielded needle attached. The needle has a twisted hub condition, which is rejectable per product specification. Potential root cause for the twisted hub defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect.